Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the struts into the inferior vena cava (ivc). The patient submitted for a computerized tomography scan approximately eight years after the index procedure. Results of the scan indicated that the ivc filter had tilted and the filter prongs were found to have extended beyond the lumen of the ivc. The patient also reports that the filter is unable to be retrieved and the patient now experiences emotional stress and anxiety. However, there were no recorded attempts for removal of the ivc filter. The patient has also reported experiencing abdominal swelling, swelling of lower extremities, difficulty breathing and walking. The indication for the filter placement was due to a history of pulmonary embolism and questionable blood clots in the inferior vena cava. During the placement of the ivc filter via the right internal jugular vein, the filter was deployed one centimeter below the most inferior renal vein without difficulty or any complications. During placement of the filter, there was no evidence of filling defects in the right iliac and ivc to suggest thrombosis. The patient¿s medical history has not been provided and there is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, perforation of the ivc and retrieval difficulty could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Due to the nature of the complaint, the reported pain, difficulty with walking and breathing, experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety, pain, difficulty walking and breathing do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to a history of pulmonary embolism and questionable blood clots in the inferior vena cava. During the placement of the ivc filter via the right internal jugular vein, the filter was deployed one centimeter below the most inferior renal vein without difficulty or any complications. During placement of the filter, there was no evidence of filling defects in the right iliac and ivc to suggest thrombosis. According to the information received in the patient profile form (ppf), approximately eight years post implantation of the ivc filter, the patient underwent a CT scan in which it was reported that the ivc filter had tilted and the filter prongs were found to have extended beyond the lumen of the ivc. The patient also reports that the filter is unable to be retrieved and the patient now suffers from emotional stress and anxiety. However, there were no recorded attempts for removal of the ivc filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the struts into the inferior vena cava (ivc). The patient submitted for a computerized tomography scan approximately eight years after the index procedure. Results of the scan indicated that the ivc filter had tilted and the filter prongs were found to have extended beyond the lumen of the ivc. The patient also reports that the filter is unable to be retrieved and the patient now experiences emotional stress and anxiety. However, there were no recorded attempts for removal of the ivc filter. The indication for the filter placement was due to a history of pulmonary embolism and questionable blood clots in the inferior vena cava. During the placement of the ivc filter via the right internal jugular vein, the filter was deployed one centimeter below the most inferior renal vein without difficulty or any complications. During placement of the filter, there was no evidence of filling defects in the right iliac and ivc to suggest thrombosis. The patient¿s medical history has not been provided and there is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Post implant imaging has not been provided. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt, perforation of the ivc and retrieval difficulty could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Complaint conclusion: as reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the struts into the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. The products information for safety warns vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt and perforation of the struts into the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.